Event description:
It is reported that the pt is experiencing knee pain.

Manufacturer narrative:
Evaluation summary: the devices have had an in-vivo time of over 5 years to date. A revision surgery is not scheduled at this time. Neither x-rays nor surgical notes were returned. Component fit and orientation is unk. Pt medical history is unk, as is rehabilitation protocol and adherence thereto. If is unk if the pt experienced any unreported traumatic event. With the info provided, a definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Consider the investigation closed.